Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) counts. The healthcare professional will discuss with the physician and then most likely have the patient come into the office for testing and then re-programming of the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.